Event description:
The pt was implanted with a left ventricular assist device. Approximately 11 months post implant, the pt reported intermittent low speed and low flow hazard alarms while he was at home. The pt went to the center where the system controller was exchanged, without resolution of the alarms. X-rays were taken of the percutaneous lead to assess possible damage. The pump was exchanged the following day. During the pump exchange, a fracture of the bend relief was observed approximately 1 cm away from the pump housing.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted device for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.